Event description:
In (B)(6) 2009, the implantable neurostimulator (ins) was overdischarged. In (B)(6) 2010, an overdischarge was suspected; the ins was not responding to the physician programmer (it is unclear if the ins had been brought out of the prior overdischarge). At that time, the pt was also being assessed for a suspected infection at the ins pocket. In (B)(6) 2010, it was reported that the pt had gotten better relief with his first two inss. The pt decided that he didn't want to go through any more surgeries, so he was taking oral pain prescriptions. One day, the pt had some high back pain, so he laid on a heating pad. The heating pad burned a small hole in the skin at the point of the ins and it got infected. The pt was hospitalized and the physician "did an excellent job of removing the stimulator, wires, and infection".

Manufacturer narrative:
(B)(4).